Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified femoral artery. The absolute pro 7.0x135 cm stent caught on a previously deployed absolute pro ll 7.0x150cm and thus was unable to cross to treat a distal lesion. Some resistance was felt during retraction of the absolute pro from the patient. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.